Event description:
This pt experienced two similar events on two successive days, and the symptoms and findings were identical on both occasions. The events occurred on 8/12/98 and 8/13/98. The first episode occurred approx 80 mins after starting plasmapheresis, and she had received 500 mls of gelofusion x2 at that point. (Gelofusion being used as replacement fluid rather than albumin as had been used in prior plasma exchange procedures for this pt). She complained of suddenly feeling unwell, and experienced a flush feeling in her face, along with lower back pain and incessant yawning. She then felt lightheaded and nauseous. She was hypotensive and tachycaric. She then developed marked rigors, but her body temperature was normal. The plasmapheresis was stopped. Clinical examination was unremarkable, apart from pallor and rigors. In particular, there was no respiratory distress, wheeze, skin rash. The whole episode lasted approx ten mins. The pt only required supportive treatment with oxygen, but has received paracetamol 1g by mouth. She did not require any steroids or antihistamines. A septic screen was performed, including blood cultures, "msu," chest x- ray, etc. And these were all normal. The infusion set was cultured, as was a sample of the gelofusion, but nothing grew. As stated previously, this lady experienced two similar events on two successive days, and the symptoms and findings were identical on both occasions.